Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button cover and switch was missing making the front response button not functional.   The root cause of the missing response button and switch cannot be positively identified. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient's monitor response buttons were non-functional.